Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The new information notes that the lead was explanted on (B)(6) 2013 and replaced.

Event description:
It was reported that the atrial lead exhibited undersensing and failure to capture at maximum output. On (B)(6) 2013 a chest x-ray confirmed that the lead dislodged and pericardial effusion was noted. The pericardial effusion would be treated with medication. The lead remained implanted.